Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the product code. Please provide lot number. It was reported that "...they are staying on the skin longer. They usually spontaneously drop within 1 to 2 weeks. It seems to be taking 3 to 4 weeks or longer...." Please provide additional details about the reported event. Were there any patient consequences? If yes, please describe. Please clarify how many devices were used on this single event. Any medical treatment provided? If yes, please provide medicine name, strength and dose. Was any surgical intervention performed? If yes, provide details. Please confirm if the device(s) are available for product return. If yes: please confirm the number of devices being returned. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, the customer is reporting that the unknown vicryl suture is a stock product that I only use when operating. They are staying on the skin longer. They usually spontaneously drop within 1 to 2 weeks. It seems to be taking 3 to 4 weeks or longer. They can leave permanent marks on the skin if left in too long. No patient harm. There were no adverse consequences reported. Additional information was requested.